Manufacturer narrative:
As reported in a research article, a patient had symptoms of dyspnea and hypotension, as well as cardiac tamponade and pericardial effusion. The septal occluders were explanted due to erosion. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report number: 2135147-2019-00393, 2135147-2019-00394, 2135147-2019-00395, 2135147-2019-00396, 2135147-2019-00397, 2135147-2019-00398, 2135147-2019-00399, 2135147-2019-00402, 2135147-2019-00403, 2135147-2019-00404, and 2135147-2019-00405. It was reported through a research article identifying two amplatzer septal occluder (aso) that may be related to an explant. Specific patient information is documented as an (B)(6) female. Details are listed in the attached article, titled [risk factors and predictors of cardiac erosion discovered from 12 japanese patients who developed erosion after atrial septal defect closure using amplatzer septal occluder]. It was reported through the literature that two asos were implanted on a patient. The patient developed erosion, with the eroded site at the left atrium roof beside the valslava sinus wall in non-coronary cusp, cardiac tamponade, and pericardial effusion. The patient presented symptoms of dyspnea and hypotension. The patient underwent surgical repair of the eroded sites and extraction of the devices 194 days post device implantation without any other complications.